Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. However, it was unable to prime during prime test due to faulty force sensor resistor. Excessive no delivery test and occlusion test weren't performed due to prime anomaly. The device was able to download successfully. The device connected properly to glucose sensor simulator and communicated properly with meter. The device had minor scratches on the lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, and cracked battery tube threads.

Event description:
Customer reported via phone call, she was having issues downloading the information in the insulin pump into carelink. Customer stated there are no alarms on the insulin pump. Customer stated the device will up load between 5 to 40 percent and then it would stop. Customer declined troubleshooting. Customer also stated he was experiencing high blood glucose of unknown value. Customer agreed to return the device for analysis.